Event description:
Mother reported the patient experienced hyperglycemia and diabetic ketoacidosis and required hospitalization. The patient's blood glucose had increased from 8 mmol/l (144 mg/dl) to 16 mmol/l (288 mg/dl), and he was tired and vomited. His mother became worried and took patient to the hospital. His blood glucose was 23 mmol/l (414 mg/dl) at the hospital. The hospital removed the infusion device and noticed there was something "stuck" in the infusion tube that prevented insulin from being delivered. The infusion device did not provide an alert or error message. Mother reported the patient received necessary treatment from the hospital, including a drip and glucose to correct his body from being acidic, and then he received insulin. The infusion device was replaced and requested for evaluation. Follow-up was completed with a nurse on (B)(6) 2012. The patient received the new infusion device and seemed to be under "control" with his health. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.